Manufacturer narrative:
Product complaint # (B)(4). Batch # r5ah63. Investigation summary: photo received. Upon visual inspection of a photo, the following was observed: the photo shows tissue and ooze from front view and it can be seen one staple properly formed. However, the quality of the photo it is not possible determinate if the rest of staples have the proper formed. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.,it was reported that: malformed staple. The analysis found that one ec60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Photographic analysis: upon visual inspection of a photo, the following was observed: the photo shows tissue and ooze from front view and it can be seen one staple properly formed. However, the quality of the photo it is not possible determinate if the rest of staples have the proper formed. Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during the thoracoscopic left upper lobectomy surgery, when severing bronchi tissue, after fired, noted most staples malformed with straight leg. Used suture to oversew. There was no patient consequence reported. No additional information can be provided.